Event description:
This lv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to infection. Explanting physician and health care facility is not known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)